Event description:
It was observed during the device inspection, that the gastrointestinal videoscope had foreign material came out of nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation foreign material in the device could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the instructions for use (IFU). A definitive cause for the foreign material remaining in the device was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section below: instructions for gif/cf/pcf-290 series operation manual chapter 3, ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series reprocessing manual chapter 5, ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, and the lms final investigation. The device was returned for evaluation where the reported event was identified. Based on the results of the investigation, the foreign material could not be specified and a definitive root cause cannot be identified. Physical damage was not found at the foreign material residue points and from the information obtained, it is unclear whether the reprocessing was carried out in accordance with the IFU, so the cause of the foreign material remaining could not be determined. Olympus will continue to monitor the field performance of this device.